Manufacturer narrative:
The lot number was not provided for the reported malfunction; therefore, a lot history review is could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown uv 014 pta balloon dilatation catheter allegedly experienced difficult to remove and difficult to insert. The information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight was not provided.